Manufacturer narrative:
D10 concomitant products: gia10038l, gia10038l gia 100-3.8 sgl use load unit, (lot #p4e0956) gia10038l, gia10038l gia 100-3.8 sgl use load unit, (lot #p4e0956) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a right hemicolectomy procedure, the gia10038s and two gia10038l staplers were used. A day after the surgery, bleeding from the staple line was observed, which was identified as a product issue after firing. This complication necessitated an additional surgical intervention to stop the bleeding. The surgeons performed a resect and re-staple procedure to address the issue. It was noted that the patient was admitted to the (ICU) intensive case unit.